Event description:
Pt reported the infusion device is switched on but he can't see the display. Pt stated the display is completely broke and all of the buttons on the infusion device do not work. Pt reported the infusion device was not dropped. Pt stated the problem began about 22 days ago. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.